Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972,z-1973, and z-1974. Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5153080). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging patient seen by the machine was so loud and noisy that reporter stated he was not able to sleep. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5153080). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging patient seen by the machine was so loud and noisy that reporter stated he was not able to sleep. There was no report of serious or permanent patient harm or injury. After the first attempt to have the device and components evaluated, the customer responded that this all has been taken care of and I¿ve answered all the questions, and customer didn¿t provide any information about the device return. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.